Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue has since been resolved with the release of a new software version.

Event description:
A medtronic representative reported that, when connecting the interface (umbilical) cable, the imaging system entered standalone mode. To resolve the reported issue, the representative restarted the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.